Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Updated due to additional information received.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the posterior arm of the y-mesh was torn. The procedure was still completed using this device by suturing the tear in the arm. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a sacrocolpopexy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the posterior arm of the y-mesh was torn. The procedure was still completed using this device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.